Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. Upon initial inspection, it was discovered that the customer had reported the incorrect product code. This report provides the correct code. A batch review was not possible as this product was manufactured by a third party supplier with whom baxter no longer has a business relationship. The visual inspection identified the reported condition of particulate matter loose inside the bag, in the fluid pathway. The particulate matter appeared to be corrugated fiber board or some other organic matter inherent to the manufacture process. This component was assembled by third party supplier; therefore, this particulate matter originated at the supplier. However, since the business relationship between baxter and this supplier has been terminated, a supplier corrective action is not possible. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
Complaint no.: (B)(4). Date of event unknown. Lot no. And expiration date unknown. Operator of device unknown. Device manufacture date unknown. A sample for evaluation is expected but not yet received. A batch review was not possible in this instance, as the lot number was not provided. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to have particulate matter within the bag. Where in the process the particulate was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.